Event description:
During a normal interventional case without complications, the guidewire separated at the corewire and had to be removed with the balloon. There was no report of pt injury. Additional information had been requested but has not been forthcoming as yet. The product has been returned for evaluation and testing, the engineering evaluation has not been completed.